Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life was short and the battery compartment was cracked. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.